Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery during the priming process. The patient's blood glucose at the time of incident exceeded 500 mg/dl. The customer did not mention any symptoms of the hyperglycemia, and he treated with manual insulin injections. Troubleshooting was initiated for the no delivery alarm and the customer was unable to prime. The customer then changed the infusion set and used the same reservoir and he was able to successfully run a prime. The customer was informed that there was a possible issue with the original infusion set. No products were shipped or returned.